Manufacturer narrative:
Customer contact phone number:(B)(6). Device evaluation in progress.

Event description:
It was reported that the cadd pump produced an air-in-line alarm while the cadd administration set was in use. The air formed between the puncture mandrel and the pump segment. No patient injury or complications were reported in relation to this event.

Manufacturer narrative:
Other, other text: h10 ?device evaluation: one cadd administration set was returned for investigation in used condition. The units were visually inspected at a distance of 12 to 16 inches under normal conditions of illumination. Functional testing of the device revealed that there were no issues with priming the device. Additionally, the pump to which the cassettes were attached did not produce any alarms. The product problem reported by the customer was not confirmed. No fault was found with the returned device.